Event description:
Healthcare professional reported unspecified side "implant rupture." Device status is unknown at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, "implant rupture". Device remains implanted. This relates to the right side.